Event description:
The customer reported to olympus, that an e216 scope communication error was received when using the hd 3cmos autoclavable camera head and the image turns purple. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of e216 error code and purple image was not confirmed. Abnormalities could also not be confirmed. It was reported that the camera head was previously sent in to repair on three different occassions and no abnormalities were found either time, but continued to occur each time the device was sent back to the customer. The concomitant device, the otv-s300 was already previously repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Probable cause is that communication errors occurred when the device was connected, because there was a breakage of the video-adapter electrical contact. It is possible that the damage to the connector electrical contact portion caused a communication error at the time of device connection, leading to an event in which the white balance is not correctly taken olympus will continue to monitor field performance for this device.